Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had a missing ke45 at the forceps cover. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction that the device history records was reviewed and found no deviations that could have caused or contributed to the reported issue. Corrected fields: h6, h11. Updated fields: h2.

Event description:
No additional information received from the customer.